Event description:
An unexpected reboot of the programmer was reported upon recovering the episode after vf induction with rf communication (platinium vr 1240 sn (B)(4)). It should be noted that the smartview version used was 2.50. The problem occurred twice. The first occurrence was when the first induction induced a vt that stopped spontaneously before shock delivery and a second induction was necessary afterwards. Each reboot of the programmer was preceded by a windows error message display that could not be read. An explanation is required.